Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the device locked up on tissue. They were able to cut the device off the tissue. They got a new device. It did not fire correctly on one side of staple line. They opened a third device to complete the procedure. There was no patient consequence.